Event description:
Dealer is getting a jerking stop every time they let off the joystick. Programming does not help and joystick/motors have already been replaced. Dealer wanted a quote for a new control to possibly resolve the issue.